Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Adverse event: pain, pseudoaneurysm. Time of adverse event: after vessel closure. Device issue: none. It was reported that a physician in-training in the use of the perclose proglide device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during a postoperative exam, the pt complained of tenderness at the access site. A duplex ultrasound identified the presence of a pseudoaneurysm, which successfully treated with a percutaneous thrombin injection. There were no reported adverse pt sequelae. Though requested, no additional information was provided.